Event description:
Doctor placed the fish mouth (tissue protector) into the shoulder. The resident proceeded to place the drill bit down the fish mouth and activated the drill. Eveyone noticed microscopic sized metal shavings in a corkscrew form on the monitor. It appears that the shavings were a result of a torque in the drill bit.